Manufacturer narrative:
The device was overdue for preventative maintenance. No errors were found in the device¿s error log. The compressor was refurbished having received maintenance in november of 2020. The input valve was also replaced as it was found to be worn. The device was then tested and met all specifications. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. (B)(4). Per the instructions for use, the user is advised an authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. A sticker located on the rear panel of the device will remind you of the latest date for the next service or maintenance check. Authorized service technicians are only trained and certified by the manufacturer. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used during a robotic unknown procedure on (B)(6) 2024 when it was reported, ¿shut down during (B)(6) 2024.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that there was a rapid loss of insufflation because there was a sharp increase of pressure during a robotic case, and there was over insufflation during the case but the patient was fine. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used during a robotic unknown procedure on (B)(6) 2024 when it was reported, ¿shut down during (B)(6) 2024.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that there was a rapid loss of insufflation because there was a sharp increase of pressure during a robotic case, and there was over insufflation during the case but the patient was fine. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.